Manufacturer narrative:
Initial and final MDR 1886119 - MDR 3003442380-2024-07971 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 3 infusion sets was kinked on (B)(6) 2024. The blood glucose level was 290 mg/dl at the time of events. The event occured within 3 hours of insertion. The site of insertion was at abdomen for all events. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.